Manufacturer narrative:
(B)(4). Method: the complaint mr210 humidification chamber was received at fisher & paykel healthcare in (B)(4) for evaluation. The mr210 chamber was visually inspected, pressure tested and submerged in a water bath to check for leak. Results: the pressure test revealed that the chamber was out of specification. The water bath test showed that the leak was through the connection between the dome and the base of the chamber. Visual inspection revealed a depression line in the gasket in the region where the leak was found. A scuff mark was observed by the printed lot date and a scratch was found on the aluminium base. A lot check revealed no other complaints for lot number 140226. Conclusion: every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests any leak must have developed after the product was released for distribution, during transport or storage. The user instructions supplied with the mr210 state the maximum operating pressure of 20 kpa and warn the users: "in the event of the chamber leaking, switch the humidifier off and replace the chamber."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that water had leaked from the base of a mr210 adult humidification chamber.this was observed prior to patient use.